Event description:
A falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument. The repeat result was higher than the discordant result. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported a bad cuvette error after replacing the film on a dimension exl 200 instrument. During this time, the instrument produced a falsely depressed high-sensitivity troponin I (tnih) result. The quality controls (qc) recovered within range on the date of event. The customer resolved the bad cuvette error by lining up the form solenoid. A siemens customer service engineer (cse) was dispatched to the customer's site and performed a precision study on the assay, which recovered acceptably. The cause of the falsely depressed result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00126 on 09-may-2022. Additional information (16-may-2022): siemens further investigated the issue and disassociated the bad cuvette error from the cause of the event as the high-sensitivity troponin I (tnih) assay does not use cuvette. Therefore, the bad cuvette error would not affect the performance of the tnih testing. Siemens determined that the affected sample was processed out of a small sample cup (ssc) and the dimension exl operator's guide provides guidance that the operator needs to ensure the sample in the ssc cup is sufficient for the number of tests ordered to be performed and that the sample is free from air bubbles. Additionally, siemens determined that the customer did not centrifuge the samples according to the tube manufacturer guidelines. Sample integrity issues and inadequate ssc fill potentially contributed to the discordant result. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.